Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displays an error 4 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at 1pm). The patient manages his diabetes with insulin (self adjuster). According to the csr¿s documentation, the patient reportedly did not take any action in response to the alleged meter issue and subsequently two to three hours later, the patient reportedly ¿passed out in diabetic coma¿. It is not known when the patient last tested with the subject meter, what his blood glucose reading was, what action the patient took in response to his previous blood glucose reading, or if the patient tested his blood glucose with another device after the alleged issue occurred. The emergency medical services (ems) was contacted (it is not known by who), the patient received dextrose as treatment, and was reportedly transported to the hospital for monitoring. It is not known if the patient received additional medical intervention while in the hospital, when the patient¿s symptom abated, and when the patient was released from the hospital. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.